Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. Using an unknown access, the severely tortuous and calcified lesion was located in the mid right coronary artery. The 2.50mm x 16mm promus element stent delivery system was advanced but unable to cross the lesion. Upon removal of the device, stent damage and "flaring" was noted. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.